Event description:
Boston scientific received info that this pt status post ancure endograft implant eleven yrs ago, developed abdominal aortic aneurysm (aaa) sac enlargement without an endoleak. To date no adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, this event will be updated.